Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. A boston scientific technical services (ts) consultant discussed troubleshooting. The physician will continue to monitor the patient. This device and lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available, this report will be updated.